Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported events of guidewire could not be inserted and stylet could not be inserted were confirmed. A guidewire was inserted into the inner coil lumen and revealed an obstruction/restriction at the distal region of the lead. Examination of this region of the lead revealed blood/body fluid inside the inner coil lumen. The cause of the reported event of guidewire could not be inserted and stylet could not be inserted was isolated to the inner coil being clogged with blood/body fluid. The s-curve height was measured within specification.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the left ventricular (lv) lead was dislodged. The physician attempted to reposition the lv lead but the stylet was not able to advance through the lv lead lumen. The lv lead was replaced to resolve the event. The patient was stable with no consequences.